Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys estradiol iii assay results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial estradiol result was < 5 pg/ml with a data flag. The initial result was released outside of the laboratory, but the patient believed the result was incorrect. The same patient sample tube was tested again on (B)(6) 2018 and an estradiol result of 234.7 pg/ml was obtained. This result was also released to the patient, but the patient still believed the result to be low. Another sample from the same blood draw as the original sample was then tested on (B)(6) 2018 with an initial estradiol result of <5 pg/ml and a repeat result of 638.7 pg/ml. The sample was also tested on a siemens instrument with a result of 580 pg/ml. The estradiol result of 638.7 pg/ml was deemed to be correct as it compared to historical results for the patient. There was no allegation of an adverse event. The estradiol reagent lot was 28459200 with an expiration date of 31-oct-2018. The customer was not using rack adapters. The field engineering specialist found that the sample probe was not correctly aligned. He adjusted the alignment of the probe.